Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish connection with the patient controller post an unrelated radio frequency ablation procedure on (B)(6) 2020. During the unrelated procedure the ipg was placed in surgery mode. Programming changes were made which resolved the issue.

Manufacturer narrative:
System logs were returned and analyzed. Analysis confirmed that the ipg was found in service app mode. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Actions have been taken to prevent reoccurrence.